Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: g4, g7, h2 and h10. Additional information from the facility¿s nurse states that the problem with the image and scopes happened during an upper and lower endoscopy. They used the 190 series scopes for the upper with no problem and when they connected the 180 series scopes for the lower, they could not get any images. They tried both scopes pre-procedure and did not incur a problem. The patient was sedated and there was a slight delay; however, there was no patient injury or adverse event. The procedure was completed with a different scope and another processor.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The unit was delivered to the customer on september 14, 2015. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the subject device was manufactured before the design of the dr board was changed. We surmised that the phenomenon occurred because the dr board malfunctioned. It has been about six years since the subject device was installed. We surmised that an accidental failure occurred in the scope detection unit of the scope socket. As to the phenomenon, images are not displayed when the subject device is used together with 180 scope, we checked the change history of parts and found out that the design of the dr board was changed on april 16, 2018. The legal manufacturer confirmed that the circuit design of the operational amplifier of the dr board did not meet the specifications, so its design was changed (there was a possibility that blackout might occur inside the mask of 180 scope). The modified product was shipped after june 13, 2018. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) attempted to assist the customer with troubleshooting. Tac reported that the customer tried another maj-1430 scope connector and the issue did not resolve. The customer wanted to verify if there was an issue with the scope socket. Since the customer had already contacted repairs no further troubleshoot was needed. The unit was returned to service center for evaluation. The customer¿s complaint of ¿no image¿ was confirmed. A full inspection was performed on unit and found no image with 180 series scopes due to faulty patient board set (ap and dr). In addition, the scope socket was worn causing a loose connection with scopes and camera heads. The unit was equipped with outdated software and new type power switch.

Event description:
The service center was informed that the unit¿s screen was black with no image, when connected to the 180 series scope. There was no patient involvement reported.